Event description:
It was reported that a physician implanted two x-stop devices into a patient at levels l2-l3 and l4-l5. Reportedly, the patient stated that he is "no worse now than he was before his procedure." Twenty days post-op, the patient consulted with their physician; physical therapy was prescribed. Reportedly, there was no change in the patient's symptomatology pre or post operatively. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.